Event description:
Additional information received from the distributor as follows: the arterial access was reported to be in the common femoral artery which was about 10 mm in size. The resistance encountered by the physician occurred when the "elbow" of the device reached the artery and adequate mark was achieved. Neither the foot nor the needles were deployed. It was reported that force was applied to pull the device back. It was then discovered that the device had broken and the sheath remained in the artery. Manual compression was applied and the surgeons were consulted. The surgeons were reported to perform an extraction of the device under x-ray in the cath lab. It was discovered that the sheath of the device migrated into a small vessel within the site of the arterial puncture. The surgeons had to retrieve the device by pulling it up and then out of the common femoral artery. The artery was surgically closed leaving a considerable stenosis. It was reported that the pt was discharged after forty-eight hours and was reported to be "doing well". There are no reports of any further adverse pt sequelae.

Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that during the insertion of the device the physician encountered resistance. The physician manipulated the device about 20 degrees to overcome the resistance. It was reported; no further resistance was encountered therefore another attempt was made to advance the device. At that time the foot broke. The pt was taken to surgery and it was reported the surgeon found the tip of the foot in a small vessel. Multiple attempts have been made to contact the distributor for additional information and clarification but no information has been made available.